Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event.

Event description:
Additional information received from the consumer reported they had problems with their upper spine/neck area after being in a wreck in (B)(6) 2015. It was further reported recently they constantly had to charge the implantable neurostimulator (ins) because they couldn't get it fully charged, they never saw the "sprites" over the battery icon to indicate it was fully charged, and even though they charged all night while sleeping, the ins didn't charge. It was reviewed with the consumer the "sprite" message was temporary and wouldn't remain displayed and it wasn't recommended to charge while sleeping. It was noted the consumer used adhesive discs to keep the recharger antenna in place. Troubleshooting was performed on the call with the consumer being able to obtain full coupling and the ins was indicating that it was charging (the battery icon was pulsing), but according to the consumer they've only seen the normal recharge screen once that week. The consumer was unaware of any perceived changes at the ins site that may have affected recharging. It was recommended the consumer contact their healthcare provider (hcp) if they were unable to charge the ins.

Event description:
Information received from the patient reported that suddenly they were not able to charge/taking too long to charge their implantable neurostimulator (ins) following a motor vehicle accident (mva). The patient thought that it would not "charge all the way." The importance of antenna placement was reviewed with the patient and it was suggested to try adhesive disks (which were ordered for the patient). The patient was working with their healthcare professional (hcp) and was to have the device. It was also reported that there was a "call your dr" icon seen on the recharger. The error code associated with the message was unknown as the patient did not mark down the code. No medical were reported in the event. Follow up information received from the patient reported they just received adhesive disks and needed to use them to evaluate their effectiveness. The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.